Manufacturer narrative:
The photos from the (B)(6) were analyzed finding three pictures. Pictures 1 and 2 showed a spiros that appeared to not be fully connected to the male luer end of an unknown mating device. At the connection of the unknown mating device and the spiros, what appears to be a droplet of fluid can be seen. Picture 3 showed a the back labeling of a baxter set package. The complaint of 'few recent chemo spills' can be confirmed based on the returned images. The luer connection does not appear to be adequate in the image. However, without the return of the used product a probable cause cannot be determined.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a spinning spiros® closed male luer, red cap. It was reported leaks occurred during set up. It was stated that the leak seemed to be coming from the juncture of the spiros and line. It is unclear if they are coming from the distal end of the spiros that connects to the patient, or the proximal end that connects to the primary tubing, but it is believed to be proximal end that connects to the primary tubing. The event occurred on 11-jun-2024. The item is not available for return since it was disposed of as hazardous material. There was patient involvement and no patient harm.